Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. (B)(6).

Event description:
It was reported that patient experienced renal failure. Two angiojet catheters were used in a thrombectomy procedure in two different patients. Despite hydrating the patients and limiting runtime, the patients had renal failure after utilizing the angiojet system. No further patient complications were reported.